Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was received for evaluation. The sample was returned without the luer flow restrictor. Therefore, functional testing was not possible. Visual inspection did not identify any nonconformances. The reported condition could not be confirmed, as an incomplete device was returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv2 did not flow. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.